Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
During the primary surgery when the surgeon was using the broaches of the amistem h the femur bone of the patient was fractured. It is unknown when the fracture happened if during the usage of the 1st, 2nd or the last broach. The reference and lot are unknown. The fracture was fixed with cerclage and a competitor stem was used instead of the amistem-h initially planned. At the end, the stem and the head used were from a competitor and the cup and the liner from medacta.